Event description:
It was reported that the customer received motor error alarms on the insulin pump. The customer's blood glucose was unknown. Advised that a replacement insulin pump be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and minor scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.